Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon material was completely detached from the catheter with no portion of the balloon being returned. Functional analysis was unable to be performed due to the condition of the returned device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a procedure performed on an unknown date. According to the complainant, the device malfunctioned. Attempts to obtain additional patient and procedure information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event. Investigation results revealed that the balloon had detached completely from the catheter, therefore this is now an MDR reportable event.